Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative. The pump was returned to the manufacturer; received 2016-oct-31. As per the pumps log, the following medications were being administered as of (B)(6) 2016: dilaudid with concentration 8.0 mg/ml at a dose rate of 1.9986 mg/day, baclofen with concentration 680.0 mcg/ml at a dose rate of 169.88 mcg/day, and bupivacaine with concentration 30.0 mg/ml at a dose rate of 7.495 mg/day. The pumps log also revealed the following: motor stall occurred (B)(6) 2016 at 16:22, motor stall recovery occurred (B)(6) 20163 at 10:11, motor stall occurred (B)(6) 2016 at 03:07, motor stall recovery occurred (B)(6) 2016 at 22:48, motor stall occurred (B)(6) 2016 at 08:04, motor stall recovery occurred (B)(6) 2016 at 03:05, motor stall occurred (B)(6) 2016 at 11:37, motor stall recovery occurred (B)(6) 2016 at 09:00.

Manufacturer narrative:
Pump logs revealed that an unapproved mixture of bupivacaine, dilaudid, and baclofen were all in the pump at the time of the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving bupivacaine [30.0 mg/ml] at a dose of 17.052 mg/day, baclofen [680.0 mcg/ml] at a dose of 386.52 mcg/day, and dilaudid [8.0 mg/ml] at a dose of 4.5473 mg/day via an implantable pump. Note there was conflicting information as in one source the baclofen was indicated to be compounded baclofen, but it was not noted in the other source. The indication for use was spinal pain. It was reported on (B)(6) 2016 that the patient went in for a refill and was complaining of more pain (on (B)(6) 2016). The hcp heard the alarm and noticed the motor stall in the pump status/event log report and noted that the patient stated that she had not heard the alarm before, even though it was set to a 10 minute interval. However, the information above is conflicting as it was reported in another source that the patient did report hearing an intermittent alarm. It was also noted that the patient was in the emergency room (ER) 2 nights prior to the refill with the ¿flu¿ and that ¿they did nothing for her.¿ however, the information above is conflicting as it was reported in another source that the patient went to the ER on ¿thursday evening,¿ which would be 2016, and experienced intermittent withdrawal symptoms. Event logs sent in showed that multiple motor stalls and recoveries occurred: motor stall occurred (B)(6) 2016 at 16:21 with motor stall recovery occurred (B)(6) 2016 at 10:10, motor stall occurred (B)(6) 2016 at 03:06 with motor stall recovery occurred (B)(6) 2016 at 22:47, motor stall occurred (B)(6) 2016 at 08:03 with motor stall recovery occurred (B)(6) 2016 at 03:04, and motor stall occurred (B)(6) 2016 at 22:36 with no recovery in logs. It was indicated that the pump was replaced on (B)(6) 2016 and would be sent back for analysis. The patient status at the time of the report was ¿alive ¿ no injury.¿ no further information was reported.

Manufacturer narrative:
The pump was returned for analysis and analysis found gear train anomalies of a stall due to shaft bearing as well as corrosion, wear, and/or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2016-dec-06. It was reported that the patient¿s withdrawals ¿mi raculously¿ cleared when therapy was restarted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.